Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 reported event of the needle puncturing through the sheath. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure on (B)(6) 2014. According to the complainant, during unpacking, the needle had pierced through the side of the catheter. Additionally, there was no damage noted with the device and its packaging. The procedure was completed with another excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.